Event description:
A user facility reported that the intraocular lens (iol) was stuck in the iol delivery system. The user facility states that they used the wrong viscoelastic solution with the device. There was no patient impact associated with this event.